Event description:
Edwards received information that this aortic bioprosthetic heart valve was explanted after three (3) months due to unknown reasons. This was replaced with a 25 mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards lifesciences for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.